Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2023, a 2 prong staple was removed on (B)(6) 2024 due to a ruptured ehl (extensor hallucis longus) tendon. Per radiographic imaging the staple appeared to be prominent. The patient's tendon was repaired after the hardware was removed. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.the patient's tendon was repaired after the hardware was removed. The hardware was returned for evaluation. The device showed evidence of use/damage as a result of initial implantation, and/or damage as a result of removal efforts. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although several factors can contribute to the reported event, the most likely cause cannot be determined due to the limited information provided. However, based on additional information it is possible the prominence of the staple may have contributed to the ruptured tendon.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2023, a 2 prong staple was removed on (B)(6) 2024 due to a ruptured tendon. Per radiographic imaging the staple appeared to be prominent. The patient's tendon was repaired after the hardware was removed. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.